Event description:
It was reported that the patient is reporting that he has been suffering since having surgery. Patient is experiencing extreme groin pain. Patient states that he cannot lift left leg without using his hands to manually lift leg. Patient also reports that he can't bend over or get in the car. Patient is stating that he is going to have revision surgery in the near future. Patient is also reporting having a right unknown stryker hip implanted in (B)(6) 2012.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.